Event description:
It was reported that asymptomatic patient presented to the hospital after receiving vibratory alerts. Review of egms showed activity in the vt-1 zone due to sensing latency. Recommended programming changes. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.